Event description:
Additional information was received that the left femoral artery was used as the access site. A non-medtronic guidewire was used for the valve implant. It was noted that the final part of the deployment was fast because the patient was hypotensive. Prior to withdrawing the dcs, the guidewire was slightly retracted to center the nose cone; however, the dcs didn't respond to the movement of the guidewire. The dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodgement was the valve's high positioning, specifically it was noted that the high position in cusp overlap view and low in the 3 cusp view impacted the dislodgement. Additionally, the difficulty of doing a transcatheter implant within a surgical stentless bioprosthesis contributed to the dislodgement.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro plus valve; product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026; explant date other. Medical products in use during the event include: product ID l-evprop23-29 (lot: 0013071649); product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation in a patient with a previously implanted medtronic surgical aortic valve, pre-procedural computed tomography measurements indicated compatibility with a 26 mm valve, but due to large supra-annular dimensions and pure regurgitation, a 29 mm valve was selected. During valve implantation in cusp overlap view, technical challenges were encountered, with the valve positioned very high on the non-coronary cusp and low on the left coronary cusp. During the first deployment attempt, the patient experienced hypotension. A second attempt was made with lower positioning, but the valve was released rapidly due to impending cardiac arrest. Unfavorable aortic root angulation was noted, and despite the valve paddle being disengaged from the paddle pocket, it was contacted by the delivery catheter system during withdrawal, causing the valve to move upward by a few millimeters. Following this, the patient again became hypotensive and progressed to cardiac arrest. Cardiopulmonary resuscitation was initiated. Contrast injection demonstrated absence of flow in the right coronary artery. A snare was introduced, and the valve was intentionally pulled into the ascending aorta, positioned between the coronary ostia and the supra-aortic vessels. The patient¿s blood pressure returned, and hemodynamic stability was achieved. A second 29 mm valve was prepared and implanted, with the dislodged valve stabilized by the snare and the second valve positioned slightly lower for successful deployment. The patient left the catheterization laboratory awake, hemodynamically stable, with no residual aortic insufficiency and no transvalvular gradient.

Manufacturer narrative:
Additional codes image review: an executive summary was submitted for review in relation to the event described above. According to the summary, during a transcatheter aortic valve implantation performed in a patient with a previously implanted stentless bioprosthesis surgical aortic valve, pre-procedural computed tomography measurements were reported to be compatible with a 26 millimeter (mm) transcatheter valve. However, due to reported large supra-annular dimensions and the presence of pure aortic regurgitation, a 29 mm valve was selected. Per the medtronic instructions for use (IFU), annular sizing is determined based on the patient¿s annular perimeter-derived diameter and not on supra-annular measurements. Additionally, no supra-annular sizing data were included in the executive summary. No procedural images or imaging data were provided for review. As a result, it is not possible to assess or comment on the procedural details or the potential cause of the reported complication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.